Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be field for the versacross dilator.

Event description:
It was reported a pericardial effusion occurred and the procedure was cancelled. During a watchman left atrial appendage closure procedure, a versacross connect access solution kit was selected for use. Intracardiac echocardiography (ice) imaging was used along with angiogram. When transseptal puncture (tsp) was being performed, there were difficulties to visualize the location of tsp on septum, primarily due to imaging, and there were multiple attempts tracking up/down to septum made and yet unable to visualize tenting on the septum. Another physician was then asked for assistance, and tsp was performed on first attempt. Thus, the physician positioned the watchman access system in the left atrium appendage (laa) and then inserted a watchman closure device & delivery system. This 20mm closure device failed to anchor to the laa and was recaptured and removed from the patient. A new 24mm closure device was then used, but also failed to anchor on the laa. Then, a 27mm device was tried and also did not meet release criteria. Finally, the physician tried a 31mm closure device, which again did not meet release criteria and was removed from the patient. Therefore, the procedure was cancelled. Before ice catheter was removed, no pericardial effusion was noted. The patient was sent to recovery room, where the patient blood pressure diminished and dropped, and a pericardial effusion was noted. The patient was brought back to the cath lab and a pericardiocentesis was performed with drainage of about 350ml of blood and pericardial drain left in place. The patient vitals stabilized and was admitted for observation. The patient was later discharged. The device is not expected to be returned for analysis (disposed). No pe was noted prior to the procedure. The patient was not under "warfarin" at the time. There were no malfunctions or contribution to the patient complications alleged for the versacross rf wire or dilator.